Event description:
The patient reported to the manufacturer on 10/26/2006 that the device had flipped in the pocket 3-4 months earlier and they had been unable to recharge the unit. Additional information was requested from the physician. The hcp reported that the patient's device had flipped in august 2006. The physician was able to manually correct the product within the pocket on 08/15/2006. The hcp reported the patient had not experienced any symptoms and no further intervention was taken at the time. The patient presented again in october 2006 and examination found the product had flipped for a second time. Manual device correction was again successful on 10/27/2006. The hcp indicated that the patient had never experienced any symptoms related to the reported device flipping. Ithe patient realized surgical intervention, for pocket revision; a dacron pouch was added and sutured to the muscle fascia. The hcp reported the patient was doing well five days later. No report of device explantation has been received and no product has been returned to the manufacturer for analysis.